Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) gas loss alarm goes off. The pump was replaced to continue the therapy. Heart rate of patient was about 130 bpm when in use. There was no harm or injury reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b7. A getinge field service engineer (fse) was contacted via phone in which the pump was replaced within 10 minutes. The issue did not reoccur and the treatment continued. No patient harm or injury reported.